Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens -4.00 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause reported as unknown.